Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Found an exposed copper wire. Changed mobile view station (mvs) power cable. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The mvs power cord was returned to the manufacturer for analysis. Investigation confirmed reported problem "exposed wire". Exposed conductor wires, crushed cable due to mechanical stress. The hardware investigation found that reported event was related to a mechanical failure; sub-root cause: malfunction, wear.

Event description:
An radiologic technologist (rt) from the site reported that the imaging system's power cord from the mobile view station (mvs) to the wall has been run over and there are wires exposed. Therefore they are not going to plug it into a power source, so system is down. There was no patient present when this issue was identified.